Manufacturer narrative:
The xenon lightsource (00mlx ) was not returned for evaluation and lot number information has not been provided after three good faith efforts (gfes) were made to retrieve the product. Therefore, an investigation of the device could not be performed, and manufacturing records could not be reviewed. The issue reported by the customer could not be determined. The issue of odor and dull light may be the result of a damaged heat mirror or light cable. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that they were preparing the mlx 300w xenon lightsource (00mlx) preoperatively to be used in the operating room. They connected it to a storz rigid bronchoscope through a fiber optic cable 3.5mm bundle, storz end fitting to try it out. They had the light source turret turned to the storz opening and the light intensity set at 45% with a bulb at 58 hours life. They connected the cable and took the mlx off standby and the light transmission was dull. They also noticed a distinct odor but was not sure of the source. They disconnected and checked the cable and found it to appear like new with not many broken fibers. The cable was reconnected to the bronchoscope and attached to the light source again. They turned up the intensity to 55% the light remained dull but the odor intensified and they realized that the cable end was burning. They quickly disconnected the cable and examined the end and it had blackened. They did not proceed with using the mlx for this purpose and connected the cable to the storz lightsource which worked and no further intervention was required. The procedure began an hour later using the storz bronchoscope, cable and lightsource. No patient injury was reported.